Event description:
Customer reported receiving a reading of 144 mg/dl while in a fasting state followed soon after by a hypoglycemic event. Customer was disoriented and family member contacted paramedics for assistance approximately 45 minutes after the reading of 144 mg/dl. A blood glucose test was completed by the paramedics with a result of 24 mg/dl using an unknown brand of meter. Paramedics treated customer with an IV.